Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that there was the incident with the involvement of the maxi sky 600 ceiling lift and passive loop sling. It was stated that during initial phase of patient transfer leg loop detached from the lift spreader bar. As a result the resident's leg came of the sling and was caught by the nurse and the assistant. There was no fall or injury reported as the patient was safely lowered down to the floor immediately after noticing the failure.

Manufacturer narrative:
It was reported to arjo representative that there was the incident with the involvement of maxi sky 600 ceiling lift and disposable loop sling. It was stated that during initial phase of patient transfer one of the leg loops detached from the lift spreader bar. As a result the resident's leg came of the sling and was caught by the nurse and the assistant. There was no fall or injury reported as immediately after noticing the failure patient was safely lowered down to the floor. There was an evaluation made by arjo technician after the incident. The sling in question was not available for the evaluation due to the fact that it was soiled and discarded after the incident. Visual inspection of the lift did not reveal any abnormalities. It was in a good condition and working according to the manufacturer's specification. Based on this reported information and our product knowledge, the cause of the detachment of the sling was an incorrect sling installation and/or manipulation of the lift/ sling/ patient. The sling's loops are prompt to detach during the early lifting of the patient and detach as soon as the tension is applied to the straps or during the manipulations prior the lifting. The simulation of sling loop detachment was made on maxi sky 440 in case of incorrect installation of the sling straps to the ceiling lift. It was also to verify if a detachment is possible to occur if the loop straps are correctly secured. According to the test results, when the sling is correctly attached to the lift spreader bar attachment points, the sling stays attached to the lift during whole lifting process. Going forward, there are following incorrect applications that could possibly result in the straps detaching from the lift: - strap is placed around the safety latch, - strap is placed on the top of the hook, - strap is placed on the top of the hook, inside hook. The maxi sky 600 instruction for use (2-001.14150.33.en rev. 12, may 2012 ) contains some crucial information regarding correct application of sling loop to the lift spreader bar: "warning: before lifting the patient, check that the sling attachment loops are securely positioned within the spreader bar hooks and that the loops stay in place as the patient is gradually lifted." "Make sure the sling is not caught on any obstructions (for instance, the wheelchair brakes or armrests)." The instruction for use (04.sl.00_int1_&, 06/2018) for passive loop slings also provide patients with instruction and pictures how to proceed during lifting process: "attach the loops (5 steps): 1. Place the loop over the spring loaded latch. 2. Pull the loop down to force the latch open. 3. Make sure that the spring loaded latch closes completely with the loop inside. 4. Make sure that the latch is moving freely. 5. Make sure loops and straps are not twisted." Based on the information gathered we can conclude that the most possible reason of the failure which occurred (loop detachment at the initial phase of transfer) was an use error - the sling loop incorrectly attached to the device spreader bar when lifting. Based on the product knowledge and simulations, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient. It should be also taken in consideration that within previous five years this was only fourth complaint related to this type of issue on maxi sky 600 ceiling lift. To conclude, while the incident occurred ceiling lift maxi sky 600 and disposable loop sling was being used for patient transfer. The sling and the lift which work as a system were not up to the manufacturer's specification because one of the leg loops detached from lift spreader bar at the beginning of the transfer. Despite malfunction did not cause nor contribute to the adverse event, we have decided to report this complaint to the competent authority based on the potential for health impact if the malfunction (loop detachment during patient's transfer) would to re-occur.